Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment an open left inguinal hernia repair with mesh. It was reported that after implant, the patient experienced recurrence and strangulation. Post-operative patient treatment included revision surgery, resection of segment of small bowel and left inguinal hernia repair with placement of mesh.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incarcerated left inguinal hernia with mesh, and the procedure performed was open left inguinal hernia repair with mesh. She had revision surgery 2 months 5days post-surgery. The preoperative and postoperative diagnosis was strangulated left inguinal hernia with mesh, and the procedure performed was ex lap with resection of segment of small bowel and preperitoneal repair of left inguinal hernia. The patient experienced recurrent hernia and strangulation.